Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the annuloplasty ring was explanted after an implant duration of approximately 4 months due to a severe mitral insufficiency. The ring was replaced with an edwards valve. Through follow-up, the implant operative report of the annuloplasty ring indicates trace to 1+ mitral valvular insufficiency post surgery. The explant operative report indicates, "in (B)(6) 2010, at time of [annuloplasty ring implant] operation was noted to have a significantly diseased mitral valve with evidence of some thickening of the valve leaflets but severe mitral valvular insufficiency. At the time she underwent mitral valve repair with what appeared to be a good result...the patient now presents with for redo mitral valve replacement as the mitral valve has continued to demonstrate increasing fibrotic changes leading to increased difficulty with coaptation...this was confirmed at the time of the operation with a severely thickened mitral valve leaflet and some thickened chordae".

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. As the annuloplasty ring and native valve were excised and replaced with a bioprosthetic valve, it appears that the reason for tis explant is more likely due to progression of disease at the patient's native leaflets. There has been no information to suggest a device quality deficiency or malfunction that ay have caused or contributed to ths event.